Event description:
When charging medications within the anesthesia record using the icon on the toolbar, the charted value may be applied to a hidden row and not displayed to the user. There was no pt involvement.

Manufacturer narrative:
(B)(4).